Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 41 mg/dl. The customer also reported that, the sensor had change sensor alert and did not report consecutive change sensor alerts with different sensors. Customer received a change sensor alert after a calibration not accepted. Customer treated low blood glucose with carbohydrates and the sensor glucose was below 50 mg/dl. The device will not be returned for analysis.